Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2022. The cause of death was unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate 3 left ventricular assist system (lvas), serial number (B)(6), cannot be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.